Event description:
On(B)(6) 2014, the patient reported that her infusion tubing has been breaking off where the tube meets the luer lock. She stated that this mostly happens when she is asleep and she wakes up with wetness of insulin and elevated blood glucose levels from 240-300's mg/dl. She has been able to correct the elevated blood glucose levels by changing the infusion set and bolusing via the infusion device. The issue has occurred with infusion sets from two separate boxes, but both from the same lot number. No adverse event was reported. The infusion sets were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.